Event description:
It was reported that during central processing, a white cap was observed to be broken off the single port (sp) medium-large clip applier instrument. No fragment fell into the patient. The procedure was aborted with no patient involvement.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The single port (sp) medium-large clip applier instrument was analyzed the issue could not reproduced. Visual inspection was performed externally on the instrument cover and there was no broken piece nor any missing material. Upon performing the manual articulation test, the instrument passed. No product issue was identified. Based on the investigation results, customer reported issues may be due to other factors unrelate to the product. Additional observation(s) not reported by site: the instrument was found to have a broken chassis on the side located next to the grip axis input disk. The broken piece was not returned, measuring roughly 1.80mm x 4.55mm in size. Components adjacent to this broken chassis do not show damage. The probable root cause is attributed to non-device related factors.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) re-evaluated the 6mm medium-large clip applier instrument. The instrument was visually analyzed and it was found to have an intact instrument housing and sheath retainer. The probable root cause of broken instrument chassis is attributed to damage during use or reprocessing. Damage can result from mechanical impact, such as an accidental drop of the instrument. Improper cleaning during reprocessing, such as prolonged exposure of the instrument to harsh cleaning agents, can lead to cracking.

Event description:
Refer to h11 for follow-up information.